Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (500 mcg/ml at an unknown dose) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 it was reported by the patient that she had been seeing an 8286 (empty reservoir) code on her ptm (personal therapy manager) since last night. She had seen her hcp (healthcare professional) last month and at that time, the pump was not refilled or checked. She was told to come back on (B)(6) 2019 and then in (B)(6) a pump refill would be done. No patient symptoms were reported. No further complications have been reported as a result of this event.